Event description:
It was reported that er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument clips fell into the pt. The surgeon changed to a single clip applier using lt300 to complete the case. The clips of the er320 are not fixed in the jaws. 5/26/98 these devices were sent to msi with no pi#. I created a new number after a response from the affiliate.

Manufacturer narrative:
Tracking #.57966/c. Device-c. Date sent: 12/07/1998. D6: device returned with no lot identification. H6; yielded jaws. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. Each instrument is inspected throughly during the manufacturing process and damage of this nature would be found during inspection and testing of the instrument.